Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cautery use during a knee replacement surgery triggered a lead integrity alert and the patient received a defibrillation shock from the cardiac resynchronization therapy defibrillator (crt-d). No action was taken and the device remains in use. No further patient complications have been reported as a result of this event.